Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
It was reported that the patient experienced discomfort due to their ipg location. As a result, surgical intervention was taken on (B)(6) 2019 to have the ipg relocated. Patient received stimulation normally post procedure. Patient was stable.